Manufacturer narrative:
Related MFR # 2916596-2018-02561 (previous driveline repair and onset of the short-to-shield) no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stop on battery power. The patient had a history of short-to-shield. This pump stop indicates that the damage has progressed to a phase-to-phase short. The images submitted show damage that is likely associated with the area of compromise. The location of the damage, above the previous repair site, does not appear to have enough external cable to perform another repair closer to the exit site. The log file confirms pump stopped events while connected to battery power on (B)(6) 2023. A review of the x-ray taken on (B)(6) 2023 revealed a fairly tight loop in the patient lead by the pump. A pump exchange was planned for (B)(6) 2023. There have been no further alarms since stabilizing the driveline.

Event description:
The patient underwent a pump exchange on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion review of the submitted log file confirmed events that appeared to be consistent with a potential issue with the driveline (dl). Damage to the prior repair site was also confirmed through the submitted images. A specific cause for these events could not be conclusively determined through this evaluation. The explanted pump was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 ¿patient care and management¿ and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook, rev. C, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) and the previously repaired driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.